Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
A patient reported failing to charge their implant to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.